Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7144197, UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 754651, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration that was confirmed via x-ray. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively. The explanted products were discarded per hospital policy.